Manufacturer narrative:
Per supplier evaluation, the air sensor was functionally tested and the reported issue was confirmed as the sensor triggered without a bubble being passed through the system. The unit was opened and the acoustic signal was tested which showed near zero response. The sensor was then tested for continuity between the printed circuit board assembly (pcba) and the ceramics, and the test was normal. The transducer was isolated from the circuit and tested by supplying a pulse from a function generator which showed inactivity of the ceramic. This was an indication that the bond line had separation between the housing and the ceramic. Upon visual inspection there were clear signs of delamination of the bond line, which prevents acoustic energy from propagating to the ceramic. The delamination had indeterminate origins and was a sole occurrence from historical record review. Device history record review showed the unit passed testing during initial production. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the ultrasonic air sensor (uas) was continuously alarming. There was no patient involvement.

Manufacturer narrative:
The reported issue was found by the fsr during install of the unit. The fsr replaced the uas. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) connected the uas to lab use only (luo) testing equipment. The uas was constantly alarming whether there were bubbles or not and the condition could not be cleared or reset. It was confirmed that the uas did not operate as intended.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.